Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument tip allegedly broke while in abdomen. The customer had to remove the entire trocar to remove the instrument, then the instrument got stuck on the patient's skin. Following this, the abdomen had to be manipulated to remove the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site stated that the reason the instrument and cannula were removed together was because the instrument got stuck in the cannula. The surgical port incision was not increased. There was no fragment that fell inside the patient's anatomy. They were uncertain how the tissue was adhered to the instrument. Site was unable to specify which surgical task was being performed with the instrument at the time of event. It was not determinable if there was any bio debris build-up on the electrode prior to the interaction when tissue sticking was observed, and it was not certain where the tissue was getting caught in the instrument. The tissue was released by manipulating the instrument, no tissue was excised due to this event, and there was no bleeding that took place.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.059¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.